Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneous high carbon dioxide (co2) results generated by the unicel dxc 600 pro synchron clinical systems for multiple patients. The erroneous results range from 28 to 39 mmol/l. Repeated corrected results were not provided. The erroneous results for 26 patients were reported outside of the lab. The samples were run on a different instrument and amended reports were issued for 26 patients. The customer has not received any report of patient injury requiring medical intervention or change to patient treatment attributed to or connected with this event.

Manufacturer narrative:
Qc samples are routinely run every 8 hours. The system was calibrated prior to the event and co2 qc results were within the lab's established ranges. A field service engineer (fse) instructed the customer to replace the co2 membrane and the co2 reference electrode. These measures appear to have resolved the problem.